Manufacturer narrative:
No lot number was communicated and/or recorded for this device. Device evaluation: the device was returned for investigation, sample was received in used conditions, without its original packaging, decontaminated and inside in a plastic bag. A visual inspection and functional test were performed. Visual inspection results: the sample don't present any damage, scuffs, pinch marks, cracks, crazing, etc. Which could cause the failure mode reported. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; (B)(4) due date: december 2021] to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. The complaint is not confirmed. Root cause could not be determined and no actions were taken due to complaint was not confirmed.

Event description:
It was reported that during the use of the product, an alarm -no disposable, pump won't run- went off. The customer attached the cassette to another pump, but the alarm persisted. No patient injury was reported.